Manufacturer narrative:
Model number/catalog number: 72404155. Serial number: n/a. Batch/lot number: 1000451610. Model/catalog description: reservoir 65 ml pc/iz. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. A surgical procedure was performed during which the device was explanted and replaced. Upon explant the physician identified a tear in one of the cylinders and loss of fluid as there was no fluid in the system. There were no patient complications reported.